Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead experienced several syncopal episodes over the past 6 months. It was reported that the episodes have typically occurred when the patient leans or lays on their side. While being monitored in the hospital for a recent syncopal episode, a 10 second pause in pacing was observed on telemetry monitoring. The patient was noted to be pacemaker dependent. It was reported that the automatic capture (ac) feature was programmed on in the device, threshold measurements were noted to remain stable with no indication that ac had gone into retry mode. A chest x-ray was performed and noted that the rv lead was fractured. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker was explanted and replaced for reported normal battery depletion during the procedure. No additional adverse patient effects were reported.